Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control procedures. One bakri tamponade balloon catheter was returned for investigation. The device was function tested, and leakage was observed through two punctures on opposite sides of the catheter. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The catheter appears to have been damaged by an unknown device. A definitive source of the damage could not be determined from the available information. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, after a normal vaginal delivery, the patient lost 420ml. Of blood. A bakri tamponade balloon catheter was used to treat postpartum hemorrhage (pph). The package of the bakri tamponade balloon catheter was opened, the balloon was inspected, and placed in the patient. 250 ml of saline was initially injected into the device, then additional increments of 50ml of saline was injected. It was discovered that water was flowing from the vagina. The device was removed and the balloon was found intact, but the catheter was "broken." A new balloon was immediately placed to successfully stop the bleeding, without causing adverse effects to the patient. The patient lost 60ml of blood after device failure, for a total estimated blood loss of 480 ml. The customer reported that it is possible that a suture needle may have damaged the catheter during use. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.